Manufacturer narrative:
(B)(4). Foreign source: canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the drill broke during surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2- canada. This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h2; h3; h6; h10. As no product was returned, visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.